Event description:
During field service installation of the device, the user reported that the software would not download. Since the event occurred during installation of the device, there was no pt involvement during this event.